Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. Midway through procedure sheath started pulling air in through valve. The sheath was replaced, and procedure was completed with no patient complications. The device is not expected to be returned as it was contaminated.